Event description:
Failure code 812:02 was found in the pump's event history during product evaluation. It is unknown when this failure code occurred or if there was any pt injury or medical intervention necessary.